Event description:
Reportedly, as an exam was about to start, the x-ray tech noticed smoke coming from the bv300 stand. He unplugged the unit and used a fire extinguisher to extinguish the smoke. The x-ray tech reported he saw only smoke coming from the stand and no flames. The pt and the hosp personnel were in the room at the time. One of the hosp personnel was treated for chemical fire extinguisher inhalation. There were no injuries reported for the other individuals in the room.